Event description:
The customer stated that her husband tested his blood glucose and received a reading of 548 mg/dl using the breeze2 meter. He retested using another meter and received a reading of 129 mg/dl. The difference between the readings falls in the "c"zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Troubleshooting of the breeze2 system showed it to be operating as designed. No product will be returned for evaluation.